Event description:
Caller reported a malfunction on the pump, but no notable events occurred prior to the malfunction. Customer¿s blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact to the customer¿s blood glucose level. Technical support decided to replace the pump, instructed the customer on return procedures, and sent a replacement pump. The customer understood all instructions and was advised how to store the malfunctioning pump before returning it for replacement.